Manufacturer narrative:
The technician found some medication that fell between the siderail latch which prevented the latch from moving and locking. The technician cleaned and lubricated the siderail latch to repair the bed.

Event description:
Information received indicates the left intermediate siderail isn't locking.